Event description:
Information was received from a patient (pt) regarding an external device. (B)(6) (97745). The reason for call was because the c controller was not working. Pss asked, and the pt confirmed that the controller was unresponsive and not powering on. Pss asked for an event date, and the pt stated that the issue w/ the controller has been going on for awhile (asked, unknown). Pt noted they delayed addressing the controller issue due to family related reasons, and stated they have been getting "less power" in the controller. Pss reviewed to take the li-battery pack out and plug the controller into the ac power supply. Pt noted they were unable to do troubleshooting until they got help from a nurse. Pt explained that they are hooked up to an IV in the hsp (unrelated to device or therapy), and need to do an MRI. Reviewed troubleshooting considerations to resolve an unresponsive controller, and advised to consult w/ ps during business hours, or have the nurse call ts (if necessary) for further assistance. Pt will try the troubleshooting step that pss reviewed when they have a nurse available to assist.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.